Event description:
The customer reported to customer service that the transformer housing completely fell apart and the mom put it back together but the screws are missing, which is a safety risk.

Manufacturer narrative:
The customer was sent a replacement transformer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempt to retrieve the products are ongoing. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed a that time.